Event description:
Pt's distal aorta measured 10 millimeters. Difficulty was encountered attempting to cannulate the contralateral limb. The "up and over" technique was performed in order to gain access to the contralateral limb but was unsuccessful. Procedure was converted to an aortouni-iliac configuration. Ipsilateral iliac leg graft was deployed without any noted problems. The converter delivery system was advanced and deployed at the proper location in the main body graft. Post angiogram noted an endoleak. The endoleak was perceived to originate from the converter. Fixation sites of the converter to the main body graft were ballooned several times, but no resolution to the endoleak was noted. The ipsilateral iliac leg graft was noted to have landed a little short of the desired landing zone. The vessel in the common iliac artery was very diseased and the graft did not appear to have a good graft to vessel apposition in the artery. The physician elected to deploy an iliac leg graft distal to the ipsilateral leg in order to resolve the endoleak. A 10 millimeter angioplasty balloon was utilized since the vessel diameter was 12 millimeters and the native vessel was very unhealthy. Both ipsilateral iliac leg grafts were ballooned throughout the entire length of the graft, as well as at the graft junction sites. The molding of the graft to the vessel was successful, and provided a smoother surface in the vessel. Final angiogram noted a resolve to the endoleak. Please refer to 1820334-2004-00236 for additional info.